Event description:
It was reported to philips that the system geometry movements were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was completed as planned after a restart of the system. A philips field service engineer (fse) visited the site and confirmed that the geometry movements were not available. The fse checked the logfile and saw the message ¿unable to communicate with geo-pc ¿. The fse found that the geo-pc did not start up even though the power supply was normal and concluded that the geo-pc was malfunctioning. The fse solved the issue by replacing the faulty geo-pc and loading the operational and application software. The returned part has been analyzed and showed the malfunctioning. After the geo-pc replacement and software loading, the system was returned to use in good working order. The codes were updated based on the investigation outcome.